Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm or low reservoir alarm due to the motor error alarm. The pump passed the displacement, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that the pump is working but it is not sensing that there is a new reservoir. Customer had a low reservoir and gave herself medicine. Customer put the new reservoir in and was disconnected from the pump. Customer stated that insulin was spraying and then she received the compromised force sensor system alarm. Customer stated that it was alarming over and over. Customer stated that it is already through half a vial of insulin. Customer's blood glucose was 237 mg/dl at the time of the incident. Customer stated that she is unable to exit the preparing to prime loop. Customer stated that the pump falls off of her and it is connected but does not hit the floor since it is protected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump should be replaced.